Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented clinic after feeling the patient notifier. Interrogation showed there was non-sustained rv oversensed episodes caused by post-paced t-wave over sensing. Programming changes were made. Device remains implanted.